Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing leg pain, discomfort and numbness. Physician believed that the patients implanted lead tails were creating lateral pressure on his spinal nerve causing the symptoms. It was also noted that the patients lead had high impedance. The patient underwent a revision procedure wherein the leads were replaced.